Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer states that device getting shock equipment malfunction. No patient involvement was reported.